Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypolgcemia. The inaccuracies mentioned in b5 were reported under MFR 3004753838-2016-52942.

Event description:
Dexcom was made aware on 11/15/2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and a hypoglycemic event. Patient reported that they were sleeping and their wife awoke and noticed they were drenched in sweat. Patient's wife checked the cgm and saw that patient was at 72mg/dl. Patient's low alert did not alarm at its setting of 80mg/dl. Patient's wife was unconvinced with reading of 72mg/dl and took a fingerstick which showed patient was at 22mg/dl. Patient's wife then called an ambulance and when the paramedics arrived, the patient was provided glucose which stabilized him. Patient declined going to the hospital as he felt fine after becoming stable. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of intermittent audio output was not confirmed. A root cause was not determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.